Manufacturer narrative:
Zoll medical corp has not rec'd the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator intermittently failed to discharge via internal handles. Complainant indicated that there was no pt involvement in the reported malfunction.